Manufacturer narrative:
(B(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt206 adult inspiratory heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information from the customer, and our knowledge of the product. Results: the customer reported that a rt206 adult inspiratory heated breathing circuit failed the pre-use leak test. Conclusion: without the the return of the complaint device, we are unable to determine the cause of the reported event. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt206 adult inspiratory heated breathing circuit states the following: "check all connections are tight before use." Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in china reported that a rt206 adult inspiratory heated breathing circuit failed the pre-use leak test. There was no patient involvement.